Manufacturer narrative:
Product analysis summary: the device returned with a crack evident to the front face of the luer. The device failed negative prep. On pressurization liquid was observed escaping the cracked luer, the device failed to maintain pressure. The balloon folds remained intact. Slight deformation was evident to the distal tip. No other damage was evident to the remainder of the device. Additional information: detachment occurred after inflation difficulties. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the devices were not moved or repositioned in the lesion while inflated. The reported inflation difficulties occurred during first balloon inflation. The same inflation device was not used successfully with other devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two nc sprinter rx ptca balloon catheters to treat a lesion. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The devices did not pass through previously deployed stents. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported inflation difficulties occurred during balloon inflation. It was stated that the balloon did not hold pressure at 14 atms and the balloon burst / leaked. It was stated that the balloon detached cracked or fractured during delivery through the vessel. The device was removed from the patient as normal. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Additional information: the luers of the nc sprinter devices were connected to a non-medtronic inflation device during negative prep. The luers of the nc sprinters were inspected prior to attaching to the non-medtronic inflation device with no issues noted. No difficulties were noted when attaching the luers of the nc sprinters to the non-medtronic inflation device. It was reported that the luer of both devices was noted to be cracked and a leak was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.